Event description:
It was reported that the external pulse generator (epg) had no output. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, the two side bail covers were broken, the ring cover was broken, the heart block was contaminated, the lead flex cover was contaminated, the ring cover screw was corroded, the heart wire contacts were contaminated, the battery contacts were compressed, two side bails were bent, the ring was missing, the battery drawer was contaminated, the encoder flex was damaged, the battery flex was contaminated, and the keyboard pad was delaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Further analysis was performed on the heart lead flex. This analysis further confirmed the reported event caused by continuity open on signal paths due to cracked traces.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.